Manufacturer narrative:
A philips field service engineer (fse) went onsite to troubleshoot the incident. The fse pulled the audit logs and reviewed them with the customer. The fse could not find any indication of spo2 inop alarms within the audit log. However, the fse notes that the level of the alarm would show as blue, which the audit log does not store blue inop alarms. A philips clinical product specialist (cps) was consulted regarding the incident. The fse took screen captures to provide to the cps which showed that an spo2 off inop alarm was active during the reported incident. The cps stated that when the spo2 sensor was off the patient, an inop alarm would be playing every 3 minutes for 5 second intervals on the central station. The cps also stated that the alarm would happen on the telemetry device even if disconnected from the central station. Additionally, it was noted that the central station at your site was at software revision b.02.18, which does not record the inop alarms within the audit logs. There was no malfunction of the philips device. The pic ix was alarming to indicate that the patient was no longer being monitored. The customer was informed of the findings which resolved the issue. The device remains on site and in use.

Event description:
The customer reported that on (B)(6) between 12:00 am and 5:00am their patient information center ix (pic ix) failed to send spo2 alarms after the spo2 sensor had disconnected from the patient. The patient later died.

Event description:
The customer reported that on (B)(6) between 12:00 am and 5:00am their patient information center ix (pic ix) failed to send spo2 alarms after the spo2 sensor had disconnected from the patient. The patient later died.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.